Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 902mcg/day titrated down to around 100mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient first came into the clinic on (B)(6) 2018 with yellowish tinted fluid from the back, side, and front/pump pocket incision areas. It looked like incisional irritation. All cultures were negative. Blood and pump cultures were done and all were negative, so the hcp thought it was possibly an allergic reaction. The situation did not get better, so the patient was sent to the hospital and the pump was removed around (B)(6) 2018. On (B)(6) 2018, the hcp wanted to re-implant the pump after they did some allergy tests. There were no further complications reported at this time.